Event description:
It was reported that there was a message stating that data was invalid, and the device had experienced an electrical reset. The patient was noted to be undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.